Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using one (1) bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety mechanism separates from the unit. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that before using one (1) bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety mechanism separates from the unit. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd did not receive any samples or photos for investigation. A total of 20 retained samples were subjected to a visual functional test for proper activation, and all samples were activated properly with no issues observed. In addition, the samples were visually inspected for bent IV cannulas, and all samples passed with no defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.